Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater line of the cassette and the heater bag which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy during use. The patient was connected during the time of the event. During troubleshooting, it was determined that the caregiver pressed start button to start the therapy before connecting, and the heater bag was disconnected from the cassette. The caregiver stated that there was water all over the top lid when they opened the door to the cycler. Renal therapy services reviewed the proper procedures per the user manual together with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.